Manufacturer narrative:
(B)(4). Visual examination revealed that the hex lobes on the x15 torque driver¿s distal tip had become stripped. Noted damage indicated that the stripping occurred in the direction of tightening. Device was also mechanically tested. Device was out of required specification. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A definitive root cause for the driver¿s distal tip becoming stripped cannot be positively determined. However, noted damage suggests that the torque handle is not ratcheting off at the appropriate amount of torque. The x15 torque driver has a potential field age over 9 years. It has been likely subjected to numerous autoclave cycles over its time in use. Extended use over time can cause the internal lubricant to dry up and the internal components to bind. Although not proven, the most probable root cause for the over torquing of the driver can be attributed to lack of maintenance during its time in use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of this set screw driver got stripped upon final tightening.no charge replacement will be needed.